Manufacturer narrative:
Hill-rom technical support suggested checking the external buzzer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was not loud enough. The bed was located in the cardiovascular unit. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).